Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported alarms do not work with the freestyle librelink application. Attempted to replicate the user¿s complaint using application (iphone xr, ios 16.4.1, 2.8.1.6120 and successfully scan and receive glucose readings in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 8 with operating system (ios) version 16.5.1 and app version 2.8.1.6120. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced convulsion/seizure and had loss of consciousness. The customer was able to self-treat, requiring treatment with honey and orange juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 8 with operating system (ios) version 16.5.1. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced convulsion/seizure and had loss of consciousness. The customer was able to self-treat, requiring treatment with honey and orange juice. There was no report of death or permanent impairment associated with this event.